Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 53 mg/dl while wearing the pod between 4 and 24 hours. The patient removed the pod from the infusion site, (abdomen). One the emergency medical technicians (emts) arrived the patient was given glucose tablets, glucose gel and orange juice. The patient did not go to the hospital. The patient reports upon calling in this event their blood glucose level was 314 mg/dl and they had not taken any insulin since the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and there are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. The exposed portion of the soft cannula was found to be damaged. It could not be determined when this damage occurred. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin.